Event description:
On (B)(6) 2022, this patient presented at the hospital via ambulance from a motor vehicle accident and underwent endovascular treatment of a traumatic transection. It was reported the patient had suffered a tremendous amount of blood loss prior to implant. A gore® tag® conformable thoracic stent graft with active control system was advanced within the true lumen and deployed to 50%; upon doing so the patient¿s blood pressure dropped; complete deployment was then executed and the device was angulated proximally to obtain better seal due to a bird beak along the greater curve. It was reported that the patient was already receiving chest compressions during full deployment of the device. The delivery catheter was removed from the patient and chest compressions were continued. The patient was administered intracardiac epinephrine during this time and chest compressions were continued for approximately 38 minutes. The patient was unable to be stabilized and expired. The physician reports the cause of death was grade 4 blunt aortic injury and blood loss.

Manufacturer narrative:
Code 22: complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: blood loss, death.

Manufacturer narrative:
H6: code 213 added.

Manufacturer narrative:
Further review of the reported event, determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number2017233-2022-03121 was submitted in error and is hereby retracted.